Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6a/b, g2, h6.

Event description:
Physician reported right side "found to have leaked" per op. Report. The device has been explanted, replaced, and a capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported MRI report identifies a focal extracapsular rupture. This record is for a right side. Device remains implanted.

Event description:
Patient reported MRI report identifies a focal extracapsular rupture. This record is for a right side. Device remains implanted.